Manufacturer narrative:
Unit received with blank display due to battery tube connector not plugging properly. During testing, was unable to perform operating current to verify failed battery test and battery out limit due to blank display. Unable to verify auto off alarm due to blank display. Unit had cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a failed battery test alarm and then insulin pump turned itself on and off excessively. Customer's blood glucose was 5.7 mmol/l. After troubleshooting for failed battery test, customer received a battery out limit alarm. Customer was advised that battery cap would be replaced. Customer advised that insulin pump was already tested with a battery cap from old insulin pump. Insulin pump would be replaced per customer's request.